Event description:
Event description guidant received information that after the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d) and the coronary snius lead a small pneumothorax was identified via chest x-ray (cxr). The patient was discharged. One week later the patient presented to the hosptial with complaints of shortness of breath, chest pains and palpitations. Upon cxr it was identifed that patient had a large pneumothorax. Patient was admitted to ICU and was intubated and had a chest tube inserted.